Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after insertion of the foley catheter into the patient, there was no urine flow, so the catheter was monitored for the time being. There was no urine flow during surgery, and when it was replaced after the procedure, urine flowed without any problems. When saline was poured into the defective foley catheter, it was discovered that it had not opened.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. Product labeling was reviewed for this investigation. The labeling is found to be adequate as the instructions for use state: "(6) insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. (Fig. 5) (7) pull catheter to seat the balloon at the level of the bladder neck and secure placement." A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after insertion of the foley catheter into the patient, there was no urine flow, so the catheter was monitored for the time being. There was no urine flow during surgery, and when it was replaced after the procedure, urine flowed without any problems. When saline was poured into the defective foley catheter, it was discovered that it had not opened.